Manufacturer narrative:
Updated field: b3, b4, b5, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and found that the device safety disk and drive valve group were leaking, and spare parts needed to be replaced. The fse replaced the safety disk and valve group. After testing, the device meets the factory's specified requirements and is delivered for use.

Event description:
It was reported that during use the cardiosave intra-aoritc balloon pump (iabp) had an iab catheter restriction prompt. There was no patient harm reported.

Manufacturer narrative:
Corrected fields: h6 (investigation findings, component codes).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1 (event site address, event site city), g3, g6, h2, h11.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields : b4, g3, g6, h2, h11. Corrected field : h6 (medical device ¿ problem code , component codes).

Event description:
It was reported that during use the cardiosave intra-aoritc balloon pump (iabp) had an iab catheter restriction prompt. No injury or harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: e1 (initial reporter, event site telephone, event site email). Due to character limitation in block e1: event site telephone: (B)(6).